Event description:
No medical intervention was required for this event. The customer declined requests to provide any further patient information.

Event description:
The customer reported that during a mononuclear cell collection procedure, they received an alarm message, 'leak detected in centrifuge'. The procedure was stopped and the patient was disconnected. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: an optia set was returned for investigation. Upon visual inspection of the set,the following observations were noted:-the upper and lower bearings had witness marks to suggest correct loading by the customer- a small 1mm tear was noted at the top of the inlet line adjacent to the lower hex (leak was verified from this point under pressurized air)-glue was present on the inlet line to the top of the hex sleeve. Root cause: a definitive root cause could not be determined. Potential causes include (but are not limited to):-a weak point on the tube related to the presence of solvent-stresses put on the disposable during loading or unloading a review of the lot for similar reports was carried out, none have been reported.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.